Event description:
The reporter indicated that the device will be explanted due to being unable to obtain telemetry or magnet response with two different programmers. Pt sustained a syncopal event lasting for four minutes.